Event description:
During evar in 2008, the physician stated that both renals were open at the end of the case. Confirmed by angio from the brachial position with no wires in the graft. (Done when his urine output was marginal). Cr continued to increase over several days, but still making urine. The physician though it was contrast induced nephropathy. Duplex us showed flow in both renals. On six days later, he stopped making urine. The patient was transferred to s&w for co2 angio by ir. The graft migrated up and covered both renals. The physician had to snare the graft up and over from the groin and pull it down 1.5 cm. Both renals were stented into the aortic lumen and the patient started making urine again.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated the event was due to migration although we are unable to determine from the information received the exact reason for the migration. We have notified the appropriate individuals and we will continue to monitor for similar events.